Event description:
Reported events of gastric prolapse, gastroesophageal reflux, dysphagia, abdominal pain, and hiatal hernia from journal article: "clinical and radiologic findings of massive gastric prolapse after laparoscopic adjustable gastric banding." Surgery for obesity and related diseases 5 (2009) 381-382 elsevier.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Reflux, dysphagia, abdominal pain, band slippage, and hernia are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." "Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..." "Slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."